Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(6). H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection and loose connection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was unknown if the patient was connected at the time of the alarm. This occurred during dwell two of four of automated peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a disconnection and a loose connection between the patient line of the homechoice cassette and transfer set which led to the alarm. Renal therapy services discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.